Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference 3003853072-2016-00058.

Manufacturer narrative:
The investigation was completed with the returned sample and the information available. A review of the manufacturing records did not find any issues which would have contributed to this event. The root cause of this event cannot be determined as the device was not returned with a certificate of decontamination and therefore could not be functionally evaluated. However, a picture of the device was instead examined and revealed no noticeable issues with the instrument so the complaint cannot be confirmed at this time.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. This report is being submitted late as the information was not reported timely to the manufacturer by the site that received the complaint. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference 3003853072-2016-00058.

Event description:
It is reported two instruments broke during surgery. The surgeon quickly removed the broken instruments out off the patient's body and the surgery was completed using additional instruments. No surgical delay or injury to the patient was reported.